Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump and intra- capsular rupture. Implanting surgeons name: (B)(6). Explanting surgeon name: (B)(6).

Event description:
Patient reported experiencing some side effects. Subsequently, patient reported implant rupture and lump found in inner right breast. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., d6b., d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on posterior side assessed as surgical impact opening (shell thickness within specification). ¿ lump/nodule: unable to observe as it is a medical event that is not related to the device. Additional observations: ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Event description:
The device has been explanted.